Manufacturer narrative:
H6: investigation summary scope of issue: the scope of issue is only limited to facslyric 3l10c instrument, part # 659180, serial # (B)(6). Problem statement: customer reported complaint of a leakage of biohazard not contained within the instrument. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from (B)(6) 2020 to date (B)(6) 2021. Complaint trend: there are 16 complaints related to the leakage of biohazard not contained within the instrument; date range from (B)(6) 2020 to date (B)(6) 2021. Manufacturing device history record (DHR) review: DHR part #659180 serial # (B)(6), file #(B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the biohazard leak was due to a blockage in the v8 valve tubing. The v8 valve tubing handles the aspiration of the excess sample from the sit flush operation to prevent leakages, and clogs within this tubing can lead to leakages and contamination upon contact with the leakage. The fse (field service engineer) confirmed that manual port was dripping during the sit flush operation. They then reseated the v8 valve tubing to remove the blockage in the tubing. No parts were requested for evaluation as there were no parts replaced. After the repair the instrument was tested and was performing as expected with no further leaks. While the leakage of biohazard can pose a risk of contamination, the customer confirmed that they did not come in contact with the leakage and were not harmed in any way. Additionally, the leakage was not in the form of a spray and thus did not significantly increase the risk of exposure. Even though patient samples were used for clinical use, no patient was treated nor harmed from any erroneous results. The results were captured prior to any diagnosis decision and no report of delay in patient treatment. As a troubleshoot recommendation, proper daily and monthly cleaning procedures can be found under ¿maintenance¿ also in the bd facslyric¿ clinical system instructions for use on page 165. The safety risk is moderate, s3, and there was no impact to customer health or safety. Service max review: review of related work order #: 02171160, case # (B)(4). Install date: (B)(6) 2020. Defective part number: n/a work order notes: subject / reported: 659180 - facslyric 3l10c instrument - manual port is dripping during sit flush. Problem description: manual port is dripping during sit flush. Work performed: reseated the v8 tubing, cause: unknown blockage in v8-tubing or it stayed stick together althoug v8 opened. Solution: reseated the v8 tubing, sit flush is working normal again, instrument is fixed. Returned sample evaluation: a return sample was not requested because there were no parts replaced. Risk analysis: risk management file part # 10000063058, rev. 03/vers. X, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes, no. Azure ID: (B)(6). ID:(B)(6) reg status: ivd; ruo. Hazard: exposure to biological sample. Cause: back drip from injection port (sit). Harmful effects: harm to operator. (Exposure to stained sample). Risk control: sit design to capture back drips. Provide instruction for universal precautions. Req link (azure ID): (B)(6) sample preservation during pause. Implementation verification: (B)(6) sit backflow control (B)(6) effectiveness verification: (B)(6) probability: 1 severity: 3 risk index: 3 residual risk evaluation: a new hazards: none mitigation(s) sufficient yes, no. Root cause: based on the investigation results the root cause of the leakage not contained within the instrument was due to a blockage in the v8 tubing. Conclusion: based on the investigation results the root cause of the leakage not contained within the instrument was due to a blockage in the v8 tubing. The fse confirmed the issue with the instrument and reseated the v8 valve tubing. After the repair, the fse confirmed that the sit flush operation was functioning properly and the instrument was working as expected with no further leakages. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk is moderate, s3, and there was no impact to the customer health or safety. H3 other text : see h10.

Event description:
It was reported that while running the bd facslyric¿ facsflow sprayed outside of instrument. There was no user impact. The following information was provided by the initial reporter: manual port is dripping during sit flush. 1. Was the leak liquid or air? Liquid. 2. Was the leak contained within the instrument? Not contained. 3. Was there spray of liquid under pressure? Facs flow under pressure. 4. What was the fluid that leaked? Facsflow. 5. Did biohazard leak before or after waste line? After waste line. 6. Was the waste mixed with decontamination/bleach? No. 7. Was the customer/bd personnel physically in contact with the fluid? No.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while running the bd facslyric¿ facsflow sprayed outside of instrument. There was no user impact. The following information was provided by the initial reporter: manual port is dripping during sit flush. Was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of liquid under pressure? Facs flow under pressure. What was the fluid that leaked? Facsflow. Did biohazard leak before or after waste line? After waste line. Was the waste mixed with decontamination/bleach? No. Was the customer/bd personnel physically in contact with the fluid? No.